Event description:
The operator was using the defibrillator in the "hands free" operation. The operator said that the unit failed to charge and/or deliver a shock to the pt. A backup unit was brought in and the pt was defibrillated with the paddles. The unit operated as designed when tested on the simulator. When simulated with pads and/or cable not properly secured, the unit operated as operator described. Training was administered to staff. The MFR was called as a precaution and the therapy connector, c-clip kit was replaced by their service rep in 2004.